Event description:
It was reported that the procedure was to treat an unspecified lesion. A 3.5x38 mm xience proa stent delivery system (sds) was prepared for use. During advancement, a lack of stent progression [advancement] was observed, and the sds was removed. A fracture was also noted in the stent's proximal struts. A new 3.5x33mm xience proa stent was used to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.